Event description:
Report received from the USA stating that service was required for the device. During svc, hose damage was noted. The device was being used during surgery. No pt or user injury was reported. It is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).